Event description:
The manufacturer was informed that a patient using a bipap autosv adv device had passed away several years ago. The patient¿s wife requested to stop receiving correspondence and indicated that a replacement device was not needed. There was no allegation that the device contributed to the patient¿s death, and no further details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.